Event description:
It was reported that the patient complained of dizziness. The patient was seen at the office to have incision site cleaned up because the site was not healing properly. It was noted there was an elevated sensing integrity count (sic). Isometrics and pocket manipulation do not show any noise. The patient was noted to have frequent premature ventricular contraction. Oversensing was also noted to occur during lead impedance test while in clinic. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2007.